Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultra2 meter is giving an apply sample meter. A no response letter was sent to the patient, as the reporter and patient could not be reached for follow-up. The patient manages his diabetes with glyburide, lantus, and 70/30 mixed insulin. It is not known when the "apply sample" message began. At an unspecified date and time, the patient was not feeling well and had symptoms of high blood sugar due to the product issue. The reporter indicated that after she could not test the patient on the subject meter, the patient was sent to immediate care facility to have his blood glucose tested. The patient obtained a blood glucose reading of "190 mg/dl" on an unknown meter. There was no report of any medical treatment at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the time difference between the onset of the product issue and the reported high symptoms, what specific high symptoms the patient had, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms, such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the apply sample was not resolved with training. The testing technique was correct and the sample was drawn into the test area of the one touch ultra test strips. This complaint is being reported, because the patient claimed that he had high blood sugar symptoms due to the product issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.